Event description:
It was reported that, "when the surgeon was screwing the cup, the tip of the universal driver shaft was broken. Therefore, he used the straight driver shaft instead of it. However, it was broken in the same way. The surgeon could not remove the fragments of shafts from the each screw head. Then the surgeon implanted the insert on the cup by necessity."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00416.